Manufacturer narrative:
Button error alarm and no up button response due to corroded keypad traces. Pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was not responding. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 182 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.